Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes . Section d9: return to manufacturer: 1/21/2021 . Section h3: device evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in pieces (not all pieces received), which is consistent with a lens that was handled during removal and replacement. Furthermore, a detached haptic (not returned) was observed. The dimensional inspection was performed on the remaining haptic and measured within specifications. Based on the return condition of the lens, no further product evaluation could be performed. ¿dc-haptic detached¿ was confirmed, however per the initial report this issue was observed after handling for insertion, and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown, not provided. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the tecnis toric intraocular lens (iol) fully inserted in the patient's left eye, the surgeon noticed the trailing haptic was missing. Lens was removed and replaced with a back-up lens same model and diopter. There was no surgical intervention performed. The patient was reported to be doing okay post surgery. No additional information provided.